Event description:
Healthcare professional reported unknown side "possible bia-alcl". Pathological markers cd30+ and alk- have not been received. Device status is unknown.

Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible bia-alcl".